Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field h6.

Event description:
It was reported the patient underwent a revision for their ins. The patient was frustrated that they could not hold a charge for the advertised amount of time. The patient's device would not hold a charge for 30 days and it would take hours to charge. The patient switched to a non-recharge ins. The patient is expected to fully recover. The clinical specialist left the patient a voicemail to follow up and will update when they hear back from them. The clinical specialist called the patient again and the patient stated they are doing great since the ins change.

Event description:
It was reported the patient underwent a revision for their ins. The patient was frustrated that they could not hold a charge for the advertised amount of time. The patient's device would not hold a charge for 30 days and it would take hours to charge. The patient switched to a non-recharge ins. The patient is expected to fully recover. The clinical specialist left the patient a voicemail to follow up and will update when they hear back from them. The clinical specialist called the patient again and the patient stated they are doing great since the ins change.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.